Event description:
New information received stated that the patient was exercising on a treadmill at the time of the shock, so it was suspected that the shock was inappropriate due to sinus tachycardia with exercise.

Manufacturer narrative:
Maude report mw5088967 received.

Event description:
New information received notes that the back up mode was caused by a failed cybersecurity update.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the emergency room after receiving a high-voltage (hv) shock. Upon interrogation, the implantable cardioverter defibrillator (ICD) was found to be in backup vvi mode. The ICD was successfully restored. The patient was stable.